Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: device history record (DHR) review conducted: part # 04.511.636.04s. Lot # 111l422. Manufacturing site: werk selzach. Release to warehouse date: 05.dec.2022. Expiration date: 01.dec.2032. Supplier: früh verpackungstechnik ag. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device image. Visual analysis of the photo revealed that there was no evidence of a red screw contained inside the packaging. Based on the provided evidence the investigation was not able to confirm the reported event. No other problem identified. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrix lock screw ã¸1.85 self-tap l6 tan was able to confirm the complaint. 4 mm clips and screws were in the package labeled as a 6 mm screw. The head and the threads of the screws appear to be worn indicating that the parts were possibly handled multiple times and/or rubbed off against other surface. A dimensional inspection was not performed for the matrix lock screw ã¸1.85 self-tap l6 tan since it was not applicable. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: 04.511.634. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the matrix lock screw ã¸1.85 self-tap l6 tan would contribute to the complained device issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported during a maxillar-mandibule plasty for jaw deformity performed on (B)(6) 2023, when the package of the locking screw was opened, wrong red screw was in the package. A 6mm screw should be blue. The screw stand was marked as 4mm. The surgeon realized it before use of the screw, so that another same product was used. The package and the cost sticker were marked as 04.511.636.04s; however, it was obviously a wrong screw. The surgery was completed successfully. The patient outcome is reported as stable. No further information is available. During manufacturer's investigation of the returned device it was identified that the head and the threads of the screws appear to be worn. This device condition was evaluated and determined to be reportable on november 1, 2023. This report is for one (1) matrix lock screw ã¸1.85 self-tap l6 tan. This is report 1 of 1 for complaint (B)(4).